Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 23: warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. If you are a first-time omnipod system user, your omnipod system trainer will guide you through the steps for initializing and applying your first pod. Do not attempt to apply or use a pod until you have been trained by your omnipod system trainer. Use of the system with inadequate training or improper setup could put your health and safety at risk. Living with diabetes: chapter 11 / page 115: infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient developed a blood glucose (bg) exceeding 600 mg/dl while wearing the pod longer than 48 hours on the abdomen. Additionally, patient described infusion site as having a "huge red bump." Treatment of elevated bg included pod change and manual injection of insulin. Site was treated with a prescription cream.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would have contributed to the reported site irritation. The pod was found to have completed sterility within specification.